Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading approximately 190 units of insulin in the cartridge. A few days later, another cartridge was loaded and the fill estimate was accurate. The customer could not recall if the blood glucose level was impacted.